Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Compromised forced sensor alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test and excessive no delivery test due to compromised forced sensor alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the drive support cap is sticking out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 115 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.